Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that they had not notified their physician and thought it was just a minor glitch. Patient stated the sudden stimulation going down left foot and the poor communication with and without antenna were mostly resolved. It was indicated that the remote was replaced. The circumstance that led to the sudden stim going down their left foot and poor communication with and without antenna was noted as no changes, out of the blue. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt sudden stimulation going down their left foot on (B)(6) 2017. It was also reported that the patient had poor communication on the patient programmer on (B)(6) 2017. The patient was not recently implanted. The patient confirmed the antenna was secured and tried to sync with the ins but that did not resolve the issue. The patient unplugged the antenna and placed the patient programmer directly over the ins on skin and tried to sync but that did not resolve the issue.